Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer current blood glucose level was 440 mg/dl. Customer had a symptoms like vomiting and abdominal pain due to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Cannula was bent. Auto mode feature was not active at time of event. Customer was not using auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.